Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the screen. When asked about the blood glucose levels exceeding 500 mg/dl or dropping below 54 mg/dl, the caller declined to provide this information, so no reported impact to the customer's blood glucose level was noted. Customer technical support guided the caller through troubleshooting steps, including removing the pump from its case and trying to operate it again; however, the button remained problematic. It was decided that the pump would be replaced. The caller confirmed they would use the current pump as backup therapy until then and agreed to return the problematic pump within 10 days using a pre-paid label.